Event description:
It was reported that during a routine revision case to extend a construct, it was discovered that the screws had gone through the original plate. The plate was removed and replaced by a larger plate. The original plate was removed with no complications and the revision was successfully completed.